Event description:
It was reported that pump touchscreen became less responsive. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no further details were obtained, and no additional action was required from technical support.